Manufacturer narrative:
Patient age or date of birth and weight not available for reporting. Additional product codes: erl, hbe. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: 03. March 2015. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the drill bit broke during an unknown surgical procedure on (B)(6) 2017. There was no patient harm. It is unknown if there was a delay in surgery. This report is for one (1) 1.1 mm drill bit. This is report 1 of 1 for (B)(4).